Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing problems with the implant.